Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is (B)(4), 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 480 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with manual injection. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.